Event description:
Event description guidant received information that this transvenous defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) was recording oversensed noise on the right ventricular rate/sense channel resulting in pacing inhibition. Lead measurements were reported to have been normal. The noise was not able to be recreated. Electrograms were reviewed and intermittent noise was also seen on the shock electrogram as well. A guidant technical services (ts) consultant recommended changing the sensitivity of the device to least while considering opening the pocket to evaluate the lead system. It was reported that this patient is pacer dependent. No adverse patient symptoms were reported.

Event description:
Guidant received information that this transvenous defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) was recording oversensed noise on the right ventricular rate/sense channel resulting in pacing inhibition. Lead measurements were reported to have been normal. The noise was not able to be recreated. Electrograms were reviewed and intermittent noise was also seen on the shock electrogram as well. A guidant technical services (ts) consultant recommended changing the sensitivity of the device to least while considering opening the pocket to evaluate the lead system. It was reported that this patient is pacer dependent. No adverse patient symptoms were reported.

Manufacturer narrative:
According to the available information, this crt-d and transvenous defibrillation lead are still in service. The device was programmed to least sensitivity and latitude follow ups were increased from bi-weekly to weekly. No additional information is available at this time. Should additional information become available, this event will be updated. It was later reported that this device was explanted for normal battery depletion. The device has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all setscrews moved freely. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Manual lead impedance testing was also performed, with normal measurements noted. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. Finally, a series of electrical tests were performed, and again, normal device function was observed. Analysis testing could not confirm the reported clinical observations.